Manufacturer narrative:
Corrected section: h6 device code - changed to break. Trackwise # (B)(4). The device was returned to the factory for evaluation on 09sep2019 and investigated on 23jan2020. An evaluation was conducted of photographic evidence provided by the hospital. A visual inspection of the photographic evidence showed that the fitting cable is broken. A visual inspection of the returned product was conducted. Signs of clinical use and evidence of blood were observed. The device was observed to be broken in parts. The metallic thread appeared broken and cut from the swivel. The mount on its own appeared intact. The malleable stabilizer foot was detached from its original position. The vacuum tubing was also intact and remained attached to the stabilizer foot. The DHR for the acrobat-I stabilizer subassembly was reviewed. The shop floor paperwork was reviewed for the acrobat-I stabilizer subassembly. All the test results meet the specifications and results. There were no non-conformities observed. Based on the returned condition of the device, and the results of the evaluation, the reported failure mode "break" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer wire jumped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer wire jumped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.